Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two days after the onset, the patient was hospitalized for the reported event. While in the hospital, the patient was treated with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported) for the peritonitis. About a week after being admitted, the patient was discharged and was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). On an unreported date during the hospitalization for an unrelated event, the peritoneal dialysis catheter was removed and the patient was started on hemodialysis. At the time of this report, hemodialysis was ongoing. On an unknown date, the patient fully recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient reported that on an unreported date, their hernia tore which led to peritonitis. At the time the event of the hernia tore causing peritonitis could not be medically confirmed, therefore the cause of the peritonitis remains unknown. On an unreported date in the month after the onset of peritonitis, the patient experienced recurrent peritonitis. In the same month, the patient was hospitalized for the event. At the time of this report, the patient was still in the hospital and was on heparin. It was reported that, the patient was scheduled for an appointment with another doctor to determine if hernia was the problem or if the catheter was the issue. The patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for an unknown minicap, while (B)(4) addresses the transfer set report, (B)(4) addresses the titanium adapter report and (B)(4)addresses the automated pd set with cassette report for this patient. If additional relevant information is obtained, then a follow-up MDR will be submitted.